Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 105" alarm was confirmed and reproduced during eval. The alarm was caused by a seizing motor. The failed motor was replaced.